Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: upmc presbyterian shadyside. David blumberg, md. Operative report. Surgical first assistant: susan majernik, physician assistant. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: umbilical hernia, incarcerated. Procedure performed: repair of umbilical hernia and partial omentectomy. Estimated blood loss: negligible. Operative technique: ¿the patient was brought to the operating room. General anesthesia was induced with oral endotracheal intubation. The patient's abdomen was prepped and draped in usual sterile fashion. We first began the operation by infiltrating the umbilical area skin with 1% lidocaine with epinephrine, approximately 5 cc was used, and then a curvilinear incision was made along the umbilicus. The incision was then carried down to the fascia. The fascial defect was identified and within the fascia, there was a hernia sac containing a small portion of omentum. We opened the sac. We removed a portion of omentum as well as removing the sac, and then we closed the fascia with multiple interrupted sutures of 1 vicryl. After completing the closure of the fascia, there were no defects seen or palpable. We then closed the soft tissue defect with several interrupted sutures of 3-0 vicryl, 4-0 vicryl, and subcuticular suture was used for closure of the dermis. Steri-strips placed and this concluded the procedure. The patient tolerated the procedure well with no complications. I will attest that I performed all parts of this procedure .¿ (B)(6) 2011: upmc shadyside. Patricia d. Porche. Intraoperative record. Asa class: 2 . (B)(6) 2011: puhshy. Jon m. Davison, md; k. Pridey, pa student; a. Sikorova, pa (ascp). Pathology report. Accession #: phs11-14624. Final diagnosis: part 1: soft tissue, umbilical herniorrhaphy: hernia sac with chronic serositis and reactive mesothelial changes. Part 2: omentum, partial omentectomy: omentum with no significant abnormality. Gross description: the specimen is received in two parts: part 1 is received in formalin, identified with the patient¿s name with initials lmm labeled as ¿hernia sac.¿ it consists of an irregular piece of fibroadipose tissue, which measures 1.7 x 1.2 x 0.6 cm. The specimen is totally submitted in cassette 1a. Part 2 is received in formalin, identified with the patient¿s name with initials lmm labeled as ¿omentum.¿ it consists of an irregular piece of adipose tissue, which measures 2.3 x 1.7 x 0.7 cm. On bisecting the specimen displays a yellow, unremarkable cut surface. The specimen is totally submitted in cassette 2a. Microscopic examination: microscopic examination substantiates the above diagnosis. Preop diagnosis: umbilical hernia. Postop diagnosis: umbilical hernia. Surgical procedure: repair umbilical hernia . [Missing record: records of CT abdomen/pelvis done on 12/12/10 were not provided.] (B)(6) 2011: puhshy. H. Scott beasley. Radiology- CT abdomen. Reason for exam: embilical [sic] hernia. Clinical history: umbilical hernia. Comparison: CT abdomen/pelvis 12/12/10. Findings: abdomen; a gastric fundoplication wrap is noted. The wrap is in and just above the diaphragmatic hiatus consistent with a small sliding hernia. Scattered colonic diverticula including diverticuli involving the cecum and descending colon, many of which contain dense material. No evidence of acute diverticulitis. There is a small omentum containing hernia to the right of midline at the level of the umbilicus. There is no bowel in the hernia sac. There is no infiltration of the omental fat. Impression: small, fat containing hernia at the right of midline at the level of the umbilicus. Colonic diverticulosis with no findings of acute inflammation. Nonobstructing 2 mm left renal midpole stone. Addendum: please be advised that the clinical history should read 41-year old male with umbilical hernia . (B)(6) 2011: upmc presbyterian shadyside. David blumberg, md. Operative report. Surgical first assistant: susan majernik, physician assistant. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incarcerated incisional/umbilical hernia. Procedures performed: laparoscopic repair of umbilical hernia, recurrent with incarceration. Extensive lysis of adhesions, omental. Partial omentectomy. Estimated blood loss: estimated blood loss was negligible. Operative technique: ¿the patient was brought to the operating room. General anesthesia was induced with oral endotracheal intubation. An orogastric tube was placed. A foley catheter was placed. The abdomen was prepped and draped in the usual sterile fashion. We first began the operation by making a 5 mm incision in the left upper quadrant with an 11 blade. A veress needle was then placed into the abdominal cavity. The abdominal cavity was then insufflated with carbon dioxide, and then a veress needle was removed. A 5 mm veress step port was placed through this incision, and then a 5 mm 30-degree laparoscopic camera was placed into the abdominal cavity. 5 additional 5 mm ports were placed, 3 on the right, 2 on the left. All ports were placed in a similar fashion. First, incision was made with the 11 blade, and then under direct visualization, the versastep ports were placed. Within the abdominal cavity, there was an incarcerated umbilical hernia with incarcerated omentum within it and significant adhesions requiring tedious lysis of adhesions for approximately 1 hour. In addition, separating the omentum from the hernia sac and reducing it was achieved with the harmonic. A portion of the omentum was divided that was in the hernia sac. Next, we placed a 15 mm port through the umbilical hernia defect. I made an incision over the umbilicus and then first placed a versastep 12 mm port in place and then enlarged it to accommodate a 15 mm port. We next placed a 15 mm endocatch bag into the abdominal cavity and removed the omental segment. We marked out the umbilical hernia defect, and we fashioned the mesh using the dualmesh plus and a 15 x12 cm mesh was utilized to cover the defect with a 5 cm margin circumferentially. We rolled the mesh after placing several stay sutures into the mesh, placed it into the abdominal cavity, unrolled the mesh, and used a carter-thomason suture, using a carter-thomason needle in 4 quadrants to elevate the stay sutures, there were 4 stay sutures that were placed. Then, we used the pro tack device to tack the mesh to the posterior abdominal wall. After completion of the protacking, there were no defects in the mesh by visual inspection. We next desufflated and removed the 5 mm ports, also the 15 mm umbilical port. We closed the fascial defect with several sutures of 0 vicryl suture. This wound was irrigated with dilute betadine as well as the others, and staples were used for closure of all skin incisions. Opsites were placed, and this concluded the procedure. The patient tolerated the procedure well. Attestation statement: I will attest that I performed all parts of this procedure. This operation took us an additional hour of time because of the lysis of adhesions that were present . (B)(6) 2011: upmc shadyside. Implant record. Mesh hernia oval 2 + 1 mm x 15 x 19 cm. Serial number/model: 1dlmcp04. Lot number: 1dlmcp04 (sic). Expiration date: 5-13. Implant site: abdomen. Quantity: 1. W.l. Gore & associates inc . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04) was implanted during the procedure. (B)(6) 2011: upmc shadyside. Andrew vogel. Intraoperative record. Asa class: 2. (B)(6) 2011: puhshy. (B)(6) md; mario a. Masucci, pa. Pathology report. Accession #: phs11-23290. Final diagnosis: omentum, resection, unremarkable adipose tissue. Gross description: the specimen is received unfixed labeled with the patient¿s name, initials lm and ¿omentum.¿ the specimen consists of multiple portions of tan-yellow, soft and focally hemorrhagic segments of adipose tissue with adherent tan-pink fibromembranous tissue. The specimen measures 20.0 x 6.0 x 2.0 cm. The specimen is serially cross sectioned and representative cross-sections of fibromembranous tissue and adherent adipose tissue are submitted in cassettes labeled a and b. Microscopic: microscopic examination substantiates the above diagnosis. Preop diagnosis: incisional hernia. Postop diagnosis: incisional hernia. Surgical procedure: repair umbilical hernia laparoscopic . (B)(6) 2011: puhshy. David blumberg. Patient history [taken from pathology report]. History of metal clips head status post head trauma 15 years ago, herniated disc lumbar surgery 5-6 years ago, fundoplication- passavant 2010, esophagogastroduodenoscopy, ablation (x4) 03-2010, gastroesophageal reflux disease, status post nissen 02-2010, basal cell cancer, skin cancer . (B)(6) 2012: puhshy. Ruchi shrestha; huy minh nguyen. Radiology- CT abdomen/pelvis. Reason for exam: hernia. Clinical history: history of incisional hernia status post repair with mesh in 07/11. Comparison: 06/23/11. Findings: abdomen; status post fundoplication procedure and CT appearance is concerning for supradiaphragmatic position of the fundoplication wrap. Status post laparoscopic incisional hernia repair with a mesh. At the inferior and medial edge of the mesh, a thickened short segment of small bowel is seen wrapping around and herniating anteriorly. There is soft tissue thickening as well as stranding around the herniated segment. Although there is no evidence of small bowel obstruction, pneumatosis, or free air, these findings are concerning for incarceration. These findings were discussed with dr. Blumberg. Impression: abdomen; findings concerning for supradiaphragmatic position of the fundoplication wrap. This may be further evaluated with a barium esophagram, if clinically indicated. Periumbilical herniation of a short segment of small bowel that wraps around the medial edge of the anterior abdominal wall mesh with surrounding soft tissue thickening and mild infiltration, raising concern for incarceration. Pelvis; pan colonic diverticulosis, without acute inflammation. (B)(6) 2012: upmc presbyterian shadyside. David blumberg, md. Operative report. Surgical first assistant: tara iorio, pa. Preoperative diagnosis: incarcerated incisional hernia (recurrent). Postoperative diagnosis: incarcerated incisional hernia (recurrent). Procedures performed: laparoscopic repair of incisional hernia with dualmesh plus with extensive lysis of adhesions and reduction of incarcerated hernia. Estimated blood loss: negligible. Description of the procedure: ¿following represents the operative technique, the patient was brought to the operating room. General anesthesia was induced with oral endotracheal intubation. Orogastric tube was placed. Foley catheter was place. The patient was placed in scds [sequential compression devices]. The patient received appropriate antibiotics. The abdomen was prepped and draped in the usual sterile fashion. We first began the operation by making a 5 mm incision in the right upper quadrant. Through this incision, we introduced the veress needle into the abdominal cavity. We insufflated the abdominal cavity with carbon dioxide and achieved adequate insufflation in the abdominal cavity with carbon dioxide. We next removed the veress needle, placed a 5 mm versastep port through the same incision, and then placed a 5 mm 30-degree laparoscopic camera into the abdominal cavity. There were extensive adhesions involving multiple loops of small bowel that were matted to one another and matted to the posterior fascia with clear disruption of the prior mesh that had been placed with herniation of the small bowel into the defect with incarceration of the small bowel. We first placed several ports on the left side of the abdomen and 5 mm ports. First incision was made with the 11 blade; and then under direct visualization, the versastep ports were placed. We then used the endoshear to lyse these adhesions. Most of the adhesions were all filmy in nature. It did require over one hour of tedious dissection of these adhesions and separating loops of small bowel from each other as well as from the hernia. We successfully achieved this and then we placed multiple 5 mm ports on the right side of the abdomen in a similar fashion. The ports were versastep ports in place after incisions were made with the 11 blade, and then under direct visualization, the versastep ports were placed. Next, we introduced a 12 mm versastep port through the hernia defect centrally. We then measured out 5 cm margins around the previous mesh and making sure that there was adequate posterior fascia present to secure the mesh to. We then measured the mesh size which was a 27 x 17 cm mesh. We then used a 30 x 20 cm dualmesh plus mesh. We reduced it to the size of 17 x 27, placed four stay sutures, rolled the mesh up, and then we opened the posterior fascia over the 12 mm port further. We removed the port and then after rolling up the mesh, introduced it into the abdominal cavity. We unrolled the mesh. We then grasped, we then made four incisions at the borders of the skin with the 11 blade, and then used a carter-thomason to elevate the four stay sutures to elevate the mesh up against the posterior fascia. We then used multiple protackers to secure the mesh to the fascia. After completion of this step, we confirmed that the mesh was adequately secured to the fascia on all sides with no defects. We further photographed this for identification as well. Then we desufflated, we tied our stay sutures, irrigated the wounds with betadine and closed the subcutaneous tissue over the 12 mm port, removed all ports and closed the skin with staples, and this concluded the procedure. The patient tolerated the procedure well.¿ attestation statement: I will attest that I performed all parts of this procedure. A modifier 22 is recommended as this operation took us an hour and half longer for the reasons of this was a recurrent incisional hernia, the patient had an incarcerated hernia, and in addition, there was the need for extensive lysis of adhesions .¿ there is no mention of gore device removal in the records. (B)(6) 2012: upmc shadyside. Implant record, implant sticker. Gore® dualmesh® plus biomaterial. Mesh hernia oval 2 + 1mm x 20 x 30 cm. Serial number/model: 1dlmcp07. Ref/catalogue number: 1dlmcp07. Lot number: 8936543. Expiration date: 1-2014. Implant site: abdomen. Quantity: 1. W.l. Gore & associates inc . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/8936543) was implanted during the procedure. (B)(6) 2012: upmc shadyside. Rebecca j. Gwosden. Intraoperative record. Asa class: 2. (B)(6) 2012: puhshy. Jason itri. Radiology- CT abdomen/pelvis. Reason for exam: hernia. Clinical history: 43-year-old male with hernia/abdominal pain. Findings: abdomen; there is a small hiatal hernia. Partially opacified bowel and appendix are grossly normal without evidence of obstruction. There are postsurgical changes consistent with interval mesh repair of an incisional hernia with reduction of a short segment of small bowel seen herniating into the abdominal wall defect on the prior study. Fat containing ventral hernia are noted. Pelvis; sigmoid diverticulosis without findings of acute diverticulitis. Other; multilevel degenerative changes are seen in the spine. Impression: abdomen; interval mesh repair of an incisional hernia with reduction of a short segment of small bowel seen herniating into the abdominal wall defect on the prior study. Fat containing ventral hernia are noted. Small hiatal hernia. Given that the patient has had a nissen fundoplication, this could represent herniation of the fundoplication wrap through the esophageal hiatus. 2 mm nonobstructing renal calculus in the right lower pole kidney. Pelvis; sigmoid diverticulosis without findings of acute diverticulitis . (B)(6) 2013: puhshy. H. Scott beasley. Radiology- CT abdomen/pelvis. Reason for exam: possible hernia. Comparison: 02/22/12. Findings: abdomen; there are 2 midline ventral hernias which both contain omental fat. The largest of the hernias is just above the umbilicus and the defect is anterior to the existing abdominal wall mesh material. The defect is approximately 3.5 cm in greatest diameter. The smaller hernia is approximately 4.0 cm cephalad to the supraumbilical hernia. There is no bowel extending into either defect. There is a 4.0 cm right upper pole renal cyst. There are two 2 mm left renal midpole nonobstructing stones present. Colonic diverticulosis is present, but no acute inflammatory changes are seen. Pelvis; moderate sigmoid colon diverticulosis is present. Skeleton; degenerative disc disease changes are greatest at l5-s1. Impression: two midline ventral hernias, both contain omental fat. The larger hernia defect is superficial to the abdominal wall mesh material . 02/19/14: upmc shadyside. Ka kei ngan; edwin chu. Radiology- CT abdomen/pelvis. Reason for the exam: incisional hernia. Comparison: CT abdomen/pelvis dated 12/31/12 and 05/20/13. Findings: abdomen; again, seen are changes related to prior ventral abdominal hernia repair. At least 2 ventral abdominal hernias are again demonstrated. The smaller superior ventral hernia contains fat. The larger fat-containing ventral abdominal hernia invaginates between the ventral abdominal wall and the surgical mesh and extends into the subcutaneous fat. Evaluation of the abdominal viscera is suboptimal due to lack of intravenous contrast. The bowel is normal in caliber without obstruction or wall thickening. The abdomen contains no free fluid or enlarged lymph nodes. Pelvis: sigmoid diverticulosis is present. Impression: abdomen; no significant change in 2 fat-containing ventral abdominal hernias. The larger inferior hernia invaginates between the surgical mesh and the ventral abdominal wall and extends into the subcutaneous tissues. Pelvis; sigmoid diverticulosis. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate term not available for ¿mesh failure¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span april 26, 2011 through february 19, 2014 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. Patient information: medical history: (B)(6)2011: umbilical hernia, incarcerated, (B)(6)2012: hiatal hernia, two midline ventral hernias, gastroesophageal reflux disease (gerd) , barrett¿s esophagus. Patient information: surgical procedures: 2010: nissen fundoplication, (B)(6)2010: esophagogastroduodenoscopy [egd], ablation (x4), (B)(6)2011: repair of umbilical hernia and partial omentectomy, (B)(6)2011: laparoscopic repair of umbilical hernia, recurrent with incarceration. Extensive lysis of adhesions, omental. Partial omentectomy. Implant #1: gore® dualmesh® plus biomaterial. (B)(6)2012: laparoscopic repair of incisional hernia with dualmesh plus with extensive lysis of adhesions and reduction of incarcerated hernia. Implant #2: gore® dualmesh® plus biomaterial. [No allegations for this device ¿ no mw ever sent.] Relevant medical information: (B)(6)2011: repair of umbilical hernia and partial omentectomy. Procedure: ¿we first began the operation by infiltrating the umbilical area skin with 1% lidocaine with epinephrine, approximately 5 cc was used, and then a curvilinear incision was made along the umbilicus. The incision was then carried down to the fascia. The fascial defect was identified and within the fascia, there was a hernia sac containing a small portion of omentum. We opened the sac. We removed a portion of omentum as well as removing the sac, and then we closed the fascia with multiple interrupted sutures of 1 vicryl. After completing the closure of the fascia, there were no defects seen or palpable. We then closed the soft tissue defect with several interrupted sutures of 3-0 vicryl, 4-0 vicryl, and subcuticular suture was used for closure of the dermis.¿ (B)(6)2011: pathology report. ¿final diagnosis: soft tissue, umbilical herniorrhaphy: hernia sac with chronic serositis and reactive mesothelial changes. Omentum, partial omentectomy: omentum with no significant abnormality.¿ implant #1 preoperative complaints: (B)(6)2011: CT abdomen. ¿findings: abdomen; a gastric fundoplication wrap is noted. The wrap is in and just above the diaphragmatic hiatus consistent with a small sliding hernia. Scattered colonic diverticula including diverticuli involving the cecum and descending colon, many of which contain dense material. No evidence of acute diverticulitis. There is a small omentum containing hernia to the right of midline at the level of the umbilicus. There is no bowel in the hernia sac. There is no infiltration of the omental fat. Impression: small, fat containing hernia at the right of midline at the level of the umbilicus. Colonic diverticulosis with no findings of acute inflammation.¿ implant #1 procedure: laparoscopic repair of umbilical hernia, recurrent with incarceration. Extensive lysis of adhesions, omental. Partial omentectomy. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/unknown, 15cm x 19cm x 1mm thick, oval] implant #1 date: (B)(6) 2011. Wound classification: ¿clean¿ . Description of hernia being treated: ¿we first began the operation by making a 5 mm incision in the left upper quadrant with an 11 blade. A veress needle was then placed into the abdominal cavity. The abdominal cavity was then insufflated with carbon dioxide, and then a veress needle was removed. A 5 mm veress step port was placed through this incision, and then a 5 mm 30-degree laparoscopic camera was placed into the abdominal cavity. 5 additional 5 mm ports were placed, 3 on the right, 2 on the left. All ports were placed in a similar fashion. First, incision was made with the 11 blade, and then under direct visualization, the versastep ports were placed. Within the abdominal cavity, there was an incarcerated umbilical hernia with incarcerated omentum within it and significant adhesions requiring tedious lysis of adhesions for approximately 1 hour. In addition, separating the omentum from the hernia sac and reducing it was achieved with the harmonic. A portion of the omentum was divided that was in the hernia sac. Next, we placed a 15 mm port through the umbilical hernia defect. I made an incision over the umbilicus and then first placed a versastep 12 mm port in place and then enlarged it to accommodate a 15 mm port. We next placed a 15 mm endocatch bag into the abdominal cavity and removed the omental segment.¿ implant size and fixation: ¿we marked out the umbilical hernia defect, and we fashioned the mesh using the dualmesh plus and a 15 x12 cm mesh was utilized to cover the defect with a 5 cm margin circumferentially. We rolled the mesh after placing several stay sutures into the mesh, placed it into the abdominal cavity, unrolled the mesh, and used a carter-thomason suture, using a carter-thomason needle in 4 quadrants to elevate the stay sutures, there were 4 stay sutures that were placed. Then, we used the pro tack device to tack the mesh to the posterior abdominal wall. After completion of the protacking, there were no defects in the mesh by visual inspection. We next desufflated and removed the 5 mm ports, also the 15 mm umbilical port. We closed the fascial defect with several sutures of 0 vicryl suture. This wound was irrigated with dilute betadine as well as the others, and staples were used for closure of all skin incisions. Opsites were placed, and this concluded the procedure.¿ (B)(6)2011: pathology. ¿final diagnosis: omentum, resection, unremarkable adipose tissue.¿ implant #2 preoperative complaints: (B)(6)2012: CT abdomen/pelvis. ¿findings: abdomen; status post fundoplication procedure and CT appearance is concerning for supradiaphragmatic position of the fundoplication wrap. Status post laparoscopic incisional hernia repair with a mesh. At the inferior and medial edge of the mesh, a thickened short segment of small bowel is seen wrapping around and herniating anteriorly. There is soft tissue thickening as well as stranding around the herniated segment. Although there is no evidence of small bowel obstruction, pneumatosis, or free air, these findings are concerning for incarceration. Impression: abdomen; findings concerning for supradiaphragmatic position of the fundoplication wrap. This may be further evaluated with a barium esophagram, if clinically indicated. Periumbilical herniation of a short segment of small bowel that wraps around the medial edge of the anterior abdominal wall mesh with surrounding soft tissue thickening and mild infiltration, raising concern for incarceration. Pelvis; pan colonic diverticulosis, without acute inflammation.¿ implant #2 procedure: laparoscopic repair of incisional hernia with dualmesh plus with extensive lysis of adhesions and reduction of incarcerated hernia [implant: gore® dualmesh® plus biomaterial, 1dlmcp07/8936543, 20cm x 30cm x 1mm thick] [no allegations for this device ¿ no mw ever sent.] Implant #2 date: (B)(6)2012 wound classification: ¿clean¿. Description of hernia being treated: ¿we first began the operation by making a 5 mm incision in the right upper quadrant. Through this incision, we introduced the veress needle into the abdominal cavity. We insufflated the abdominal cavity with carbon dioxide and achieved adequate insufflation in the abdominal cavity with carbon dioxide. We next removed the veress needle, placed a 5 mm versastep port through the same incision, and then placed a 5 mm 30-degree laparoscopic camera into the abdominal cavity. There were extensive adhesions involving multiple loops of small bowel that were matted to one another and matted to the posterior fascia with clear disruption of the prior mesh that had been placed with herniation of the small bowel into the defect with incarceration of the small bowe l. We first placed several ports on the left side of the abdomen and 5 mm ports. First incision was made with the 11 blade; and then under direct visualization, the versastep ports were placed. We then used the endoshear to lyse these adhesions. Most of the adhesions were all filmy in nature. It did require over one hour of tedious dissection of these adhesions and separating loops of small bowel from each other as well as from the hernia. We successfully achieved this and then we placed multiple 5 mm ports on the right side of the abdomen in a similar fashion. The ports were versastep ports in place after incisions were made with the 11 blade, and then under direct visualization, the versastep ports were placed. Next, we introduced a 12 mm versastep port through the hernia defect centrally.¿ implant size and fixation: ¿we then measured out 5 cm margins around the previous mesh and making sure that there was adequate posterior fascia present to secure the mesh to. We then measured the mesh size which was a 27 x 17 cm mesh. We then used a 30 x 20 cm dualmesh plus mesh. We reduced it to the size of 17 x 27, placed four stay sutures, rolled the mesh up, and then we opened the posterior fascia over the 12 mm port further. We removed the port and then after rolling up the mesh, introduced it into the abdominal cavity. We unrolled the mesh. We then grasped, we then made four incisions at the borders of the skin with the 11 blade, and then used a carter-thomason to elevate the four stay sutures to elevate the mesh up against the posterior fascia. We then used multiple protackers to secure the mesh to the fascia. After completion of this step, we confirmed that the mesh was adequately secured to the fascia on all sides with no defects. We further photographed this for identification as well. Then we desufflated, we tied our stay sutures, irrigated the wounds with betadine and closed the subcutaneous tissue over the 12 mm port, removed all ports and closed the skin with staples, and this concluded the procedure." Relevant medical information: (B)(6)2012: CT abdomen/pelvis [a/p]: ¿impression: abdomen; interval mesh repair of an incisional hernia with reduction of a short segment of small bowel seen herniating into the abdominal wall defect on the prior study. Fat containing ventral hernia are noted. Small hiatal hernia. Given that the patient has had a nissen fundoplication, this could represent herniation of the fundoplication wrap through the esophageal hiatus. Pelvis; sigmoid diverticulosis without findings of acute diverticulitis.¿ (B)(6)2013: CT a/p: ¿findings: abdomen; there are 2 midline ventral hernias which both contain omental fat. The largest of the hernias is just above the umbilicus and the defect is anterior to the existing abdominal wall mesh material. The defect is approximately 3.5 cm in greatest diameter. The smaller hernia is approximately 4.0 cm cephalad to the supraumbilical hernia. Impression: two midline ventral hernias, both contain omental fat. The larger hernia defect is superficial to the abdominal wall mesh material.¿ (B)(6)2014: CT a/p: "findings: abdomen; again, seen are changes related to prior ventral abdominal hernia repair. At least 2 ventral abdominal hernias are again demonstrated. The smaller superior ventral hernia contains fat. The larger fat-containing ventral abdominal hernia invaginates between the ventral abdominal wall and the surgical mesh and extends into the subcutaneous fat. Evaluation of the abdominal viscera is suboptimal due to lack of intravenous contrast. The bowel is normal in caliber without obstruction or wall thickening. The abdomen contains no free fluid or enlarged lymph nodes. Pelvis: sigmoid diverticulosis is present. Impression: abdomen; no significant change in 2 fat-containing ventral abdominal hernias. The larger inferior hernia invaginates between the surgical mesh and the ventral abdominal wall and extends into the subcutaneous tissues. Pelvis; sigmoid diverticulosis.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unknown . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent incisional umbilical hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012 an additional procedure occurred. It was reported the patient alleges the following injuries: mesh failure requiring revision surgery. Additional event specific information was not provided.